Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 19. Details of surgery: primary stability not achieved and immediate extraction site. On (B)(6) 2026, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.